Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The first test was performed on (B)(6), 2022. The endoscope tested positive for 75 colony forming units (cfu) of stenotrophomonas maltophilia. The device was retested on (B)(6) 2022. The endoscope tested positive for 16 cfu of klebsiella oxytoca group, 35 cfu of bacillus species, and 21 cfu of stenotrophomonas species. The third test was conducted on (B)(6), 2022. The endoscope tested positive for 6 cfu of klebsiella oxytoca group, 17 cfu of bacillus species, 60 cfu of gram-negative environmental bacterium, and 40 cfu of environmental bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided from olympus: on jul 25, 2022, sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy ch/suction ch, cfu: >20cfu, bacterial identification: unknown. Sampling from: a/w ch, cfu: >20cfu, bacterial identification: unknown. On aug 02, 2022 sampling from: distal end, cfu: no detection, bacterial identification: n/a. Sampling from: biopsy ch/suction ch, cfu: 0cfu, bacterial identification: n/a. Sampling from: a/w ch, cfu: 0cfu, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - scope cover has a crack. - because guide pin of electrical connector is missing, water tightness is lost. - mouthpiece is loose. - guide pin of electrical connector is loose (missing). - due to a chip on distal end cap cover, insulation resistance value at distal end does not meet the standard value. - distal end cap cover has a chip. - light guide lens has a crack (chipped). - adhesive on bending section rubber has scratch. (Peeled off) - adhesive on bending section rubber has discoloration - connecting tube has a dent - due to wear of angle wire, bending angle in up direction does not meet the standard value - universal cord has buckling however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.